Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, although a definitive root cause could not be identified, the reported issue likely occurred due to deterioration of the scope socket connector due to repeated use over time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the olympus representative was provided troubleshooting steps to perform with the user. The representative was instructed to check the inside of the scope socket for bent pins, clean the camera head paddle with an eraser and wipe with an alcohol prep pad and allow to dry, then reconnect the camera head to the video system center. The device was returned for evaluation and the user request was confirmed. The device failed inspection due to a bad scope socket connector, which had caused flickering images with scopes and camera heads. In addition, the evaluation found minor cosmetic wear on the housing, which did not affect the fit and functionality of the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), a black screen occured when connecting camera heads l08e and l12e to the otv-s190, visera elite video system center prior to an unknown diagnostic procedure. The customer clarified the camera was not seating inside correctly and one of the buttons was stuck. When the paddle was moved back and forth, the image would reappear. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of image loss.